Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Date of manufacture: july 23, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.55mm va ¿ lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no complaint related non-conformances noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was initially implanted on (B)(6) 2015 with plate and two (2) screws for shaft fracture. Postoperatively, on an unknown date the plate broke in the locking part of the hole. The hole of the plate was not occupied with the locking screw. The bone had never healed; the pilon fracture healed, but the comminuted shaft fracture hadn't healed yet. The surgeon revised the patient with a longer plate and bone graft in the shaft fracture. The patient has some form of cancer so the patient's bone was tested for cancer and it came back negative. No piece of instrument remained in the patient after surgery. There was no surgical delay, no patient harm or any other medical intervention required. Surgery was completed successfully. The patient status outcome is reported as stable. This is report 1 of 1 for (B)(4).